Event description:
Pump placed at an outside hospital and there was believed that it may not be working properly. There was investigation done, but it was inconclusive and after doing a dye study, it was felt that the pump was not working appropriately, so the patient underwent appropriate consent after going over all the risks and benefits. Ultimately the decision was made to explore a baclofen pump with revision of sutureless pump connector.